Event description:
It was reported that after procedure, an x-ray revealed that a metal fragment remained at the implant insertion site. The x-ray suggests that a broken inserter shaft is still present inside the body.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.